Event description:
The lay user/patient contacted lifescan (lfs) in 2005 alleging that the meter was set to the incorrect unit of measurement (uom). The patient did not experience any symptoms or receive medical treatment after attempting to use the meter. The meter is not a new product (out of box). The patient mentioned that the meter was previously set to the correct uom. Customer care agent (cca) sent the patient a replacement meter.